Event description:
It was later reported that, on (B)(6) 2013, a new pump was implanted and connected to the existing catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had eroded through the skin and was explanted six months prior to this report date. The patient had an appointment with her health care provider on the day of this report date. The pump was used to deliver baclofen.

Event description:
It was later reported that, on (B)(6) 2013, a new pump was implanted and connected to the existing catheter.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8583, lot# n268616, implanted: (B)(6) 2010, product type accessory. (B)(4).